Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications. Covidien reference: (B)(4).

Event description:
A report was received from the USA stating that while in use on a patient an 840 ventilator generated an error message that rendered it into an inoperable state. The ventilator was not in use on a patient at the time the malfunction occurred.